Event description:
Follow-up information was received from the manufacturer representative (rep), reporting that the impedances were checked today and all were within normal limits. The rep instructed the patient to try and charge the ins completely to full capacity today and then see how the battery level is the next day. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s ins was not holding a charge since (B)(6) 2017. It was noted that the ins seems to be depleting quickly. The patient will charge the ins to 100% and when the patient wakes up in the morning, the device is at 50%. The patient had previously been charging without issue. It was noted that the patient also had programming changes on (B)(6) 2017. It was reported that the patient will have the device interrogated to check for short circuits and re-evaluate charging technique. No further complications were reported.